Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed neurostimulator battery normal end of life, no telemetry and no output with any significant anomalies.

Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Additional information received indicated that patient fell on buttock while unplugging battery powered scooter. It was noted impedance check was performed. It was noted the device system was explanted completely and the issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v327758, implanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The health care professional via the manufacturers representative reported that impedances were checked at 1.5v/ 210pw; all unipolar pairs shows 2k ohms range and all bipolar pairs showed below 100 ohms. The patient had been doing well so there were no previous history records of checked impedances. The patient was programmed with 0/3 electrodes at 3.8v, she continued to get adequate therapy. There was a patient fall related to the event; the implantable neurostimulator site was bruised and there was swelling around the pocket. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.